Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse observed that the iabp unit had been used on the batteries because the console had not been well fitted into the cart. One of the batteries was observed to be at 0 volts, and does not charge. A new battery was installed and the fse verified correct operation of the unit. A removable power supply was also installed. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit will not power up. It is unknown if there was any patient involvement but there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Corrected field: g1 (contact person ¿ mfg site).